Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation a deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain however the foreign material was unable to be specified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction and the play of the upward/downward angulation control knob did not meet the standard value due to the wear of angle wire, a corroded upward/downward angulation control knob and scope connector, a shaved suction cylinder, a cracked color ring, a corroded electrical connector due to water leakage, a chipped adhesive on the bending section cover, a cut image guide protector, water removal ability didn't meet the standard value due to a clogged nozzle, and a noise image that occurred due to damage on the charged coupled device unit. The following components were found discolored: light guide lens, objective lens, and the control unit. The following components were found scratched: plastic distal end cover, protector of the universal cord on the scope connector side and the control section side, lock engagement lever, upward/downward angulation control knob, right/left knob, flexibility adjustment ring, connecting tube, scope cover, scope connector, universal cord, grip, control unit, adhesive on the bending section cover, and switch box. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges. The air/water nozzle wasn't flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.